Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer¿s representative regarding a patient who was receiving morphine [25 mg/ml] at a dose of 0.151 mg/day (minimum rate) via an implantable pump for other failed back syndrome. It was reported on (B)(6) 2017 that there was a suspected pump overdose as the patient experienced overdose symptoms starting on friday (B)(6) 2017. There were no external factors that may have led or contributed to the issue that they were aware of. As diagnostics performed, any medications the patient could have taken along with the pump were discussed with the nurse and it was noted that they were aware that this could have been an issue and that they were monitoring the patient. As interventions/actions taken to resolve the issue it was reported that a magnet was placed over the pump/battery for 24 hours per the doctor¿s orders prior to the representative¿s arrival. The pump was then turned to minimum rate per the doctor¿s orders. It was noted that there was a lot of discussion between the attending and pain physician whether to turn the pump off or turn it to minimum rate; minimum rate was decided. No surgical intervention occurred and no surgical intervention was planned. At the time of the report the patient status was ¿unknown¿ but it was also indicated that the issue was resolved.